Event description:
It was reported that during an ablation procedure one farawave 31 mm was selected for being used, however dirt was noted on the handle. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
When the catheter was first received by boston scientific's post market laboratory the catheter was visually inspected and white marks on the handle were seen. Additionally, a photo of the white material was also provided to investigators. Based on all available information the allegation of foreign material was confirmed. The white material was consistent with adhesive used during the manufacturing process and thus the most likely cause was determined to be quality control during manufacturing.

Event description:
It was reported that during an ablation procedure one farawave 31 mm was selected for being used, however dirt was noted on the handle. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that procedure was an ablation and the indication to be treated was an atrial fibrillation (af).